Manufacturer narrative:
Device evaluation: all labels were still intact. No physical damaged was found on the device. Reviewing the event log it was confirmed no disposable alarm that occurred that occurred (B)(6) 2023. A functional test was performed could not replicate or duplicate the problem. Preventively, replaced the downstream sensor, and calibrated upstream sensor. Product is beyond 2 years from manufacture date of 2020-03 and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Event description:
It was reported that during the use of the pump, a "no message" alarm went off. No patient injury. No additional information is available for this complaint.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.